Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge leaked after the caregiver connected the luer connector to the cartridge outside the ilet chamber and then inserted it, with insulin odor noted and no visible damage, leading to hyperglycemia; therapy was resumed after replacing the cartridge and following proper fill and insertion steps. Symptoms included elevated blood glucose to 247 mg/dl and positive ketones without acute clinical sequelae. Outcomes included the need for back-up therapy with subcutaneous insulin via pen and temporary discontinuation of ilet while long-acting insulin was active, with no hospitalization or professional medical intervention. Investigation included complaint handling, user education, and use-related troubleshooting. Investigation of this case revealed user technique error during cartridge preparation and connection outside the device chamber that resulted in a leak. It was concluded that the event was related to improper use and that device function was restored with correct cartridge preparation and insertion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.